Manufacturer narrative:
(B)(4). Batch #: 959a49. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads present. The reloads (a and b) were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for partial fire: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. For hemostasis controllable, and tissue trauma - no intervention required: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 959a49, and no non-conformances were identified.

Event description:
It was reported that during the thoracotomy/lobectomy procedure, the surgeon was using the device on the pulmonary vein. This was the third reload fire. No issue was noted on the first two firings. He reported to me that the device partially fired, "just stopped" and had "locked out". The reverse knife switch brought the blade back and the device was opened without difficulty. Upon opening, the vessel was bleeding briskly. The reload appeared to be fully deployed (all the drivers appeared up) with a couple of loose, formed staples noted. A vessel clamp was placed and the surgeon used the same device with a new reload on the same vessel. The device fired as expected without issue. Upon removing the device, the vessel continued to bleed briskly and was oversewn with prolene. The surgeon noted that all the staples appeared well formed. The surgeon shared that there was an initial "tear" in the vein prior to the third and fourth firing of the device. The device and the last two fired reloads were removed from field and a like device was used to complete the case without difficulty. The surgery was delayed by five-ten minutes. The procedure was completed successfully. There were no patient consequences.